Manufacturer narrative:
Evaluation, conclusion: the manufacturer only evaluated the lcd screen.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's lcd screen was hard to read. There was no harm or injury reported. The lcd screen was replaced by the third party service center to address the issue. The lcd screen was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen had evidence of physical damage and was replaced to address the issue.